Event description:
The customer reported via phone call that they had multiple alarms with the sensor. The customer also reported inaccurate readings with their sensor. Customer stated their blood glucose would be 60 mg/dl and the sensor would read 300 mg/dl. The customer also reported experiencing high blood glucose between 300 mg/dl and 400 mg/dl. The customer stated their blood glucose was around 150 mg/dl at the time of the call. Customer declined to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-78270.